Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part # 309.600, lot # f-10282. Manufacturing location: (B)(4), legal manufacturer: (B)(4), manufacturing date: jan 24, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported by customer that on sep 09, 2016, the tip of an instrument broke while tapping the femoral shaft. An intra medular fragment remained in the patient because it could not be removed. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the drill bit is broken at the tip; the broken part was not returned; furthermore, the remaining cutting edge is worn. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exact root cause. Due to the wear and tear signs, it is likely that this product was an often and intensive used instrument. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. It is recommended that devices are checked prior to use and if there is evidence of damage and wear, the device should not be used. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.